Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right lower lobe resection procedure, the device could not activate when the surgeon tried to use it. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.